Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported "complete deflation of the right saline breast implant with folding and capsular contracture" (baker grade unknown). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on side assessed as fold flaw opening . Capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : crease fold observed on the device. Additional observation : yellow particles observed inside the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right-side deflation. Healthcare professional also reported " there was completed deflation of the right saline breast implant with folding and capsular contracture," baker grade unknown. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.